Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 402 mg/dl. Customer¿s current blood glucose value: 325 mg/dl, 124 mg/dl. Customer treated high blood glucose values with insulin pump. The customer declined troubleshooting for high blood glucose. The product will return for analysis.